Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer. Other relevant device(s) are: product ID: 97740, serial/lot #:(B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who is implanted with a neurostimulator for non-malignant pain and for failed back surgery syndrome. It was reported that the stimulation wasn¿t working starting about a week prior to the report, so the patient had been in extreme pain. At the time of the report, programmer would not light up and was not powering on. It was unable to be troubleshooted as the patient did not have new aa batteries to try. The patient stated that she had not used the patient programmer in years. When the patient connected the recharger to the implantable neurostimulator, it was showing stimulation off. The patient was able to connect to the recharger, and the implantable neurostimulator was accepting a charge. The patient was able to start a recharging session with 8 coupling boxes. The recharger was showing that the implantable neurostimulator stimulation was off and the battery level was low. There were no further complications reported or anticipated.